Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per instruction and given to the md to insert through the sheath. The iab prematurely unwrapped before it could be completely inserted through the sheath. The md removed the sheath with the iab and did not insert another iab. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. The guidewires and pump tubing were not returned. There was blood on the exterior of the bladder & sheath. The sheath was on the bladder approximately 15 cm from the distal tip of the iab. The iab was bent/kinked, approximately 10.5 cm, 14 & 20 cm from the proximal end of the bladder. The date key & slide connector were attached to the fos cable. The bladder was bunched up in the sheath. The one-way valve was attached to the lock connector. A vacuum was pulled on the iab & held. The bladder was severely loose on the catheter due to the distortion of the catheter. A vacuum was also pulled on the one-way valve & held. The iab was submerged & pressurized in water. No leaks were detected in the iab or bladder. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device... Attempted removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.the cause of the customer complaint could not be confirmed.